Manufacturer narrative:
This event occurred at hospital (B)(6). Manufacturer's investigation conclusion: the reported event of the centrimag motor producing an unusual noise was confirmed via evaluation of the returned centrimag motor (serial number: (B)(4)), as the reported event was reproduced during testing. Inspection of the returned motor revealed that the screw on the motors locking mechanism was broken. The motor was functionally tested with known working test centrimag equipment; however, due to the damaged locking screw the pump could not be locked in a secure position, causing the motor to produce an unusual noise. The metal locking mechanism was replaced with a new locking mechanism. After replacing the metal locking mechanism, the motor functioned as intended without any issues and no further atypical noises were produced. Preventative maintenance was performed, and the motor was returned to the rental pool. A log file was downloaded from the test centrimag console. The downloaded log file contained approximately 1 day of data ((B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the centrimag motor. No atypical alarms were observed in the log file. The reported event was determined to be due to damage to the motors locking screw; however, the root cause of the damage to the locking screw could not be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(4)) and the records revealed that the centrimag motor was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 10 emergencies/troubleshooting provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hospital perfusion team detected an unusual noise from the centrimag motor when they turned the system on. The team notified the distributor and decided to exchange the equipment. There was no patient involved with this event. Analysis of the returned device identified a damaged locking mechanism.